Event description:
Pt was implanted with expedium hardware in 2008. Unilateral fusion l4-5 and bilateral fusion l5-s1. Three screws placed on one side and two on the other with sfx connector. Patient recently reported hearing a metallic scraping sound when she bends. Images confirmed brakeage of bilateral screws at s1. Pt was revised. Device 2. See 1526439-2009-00108.

Manufacturer narrative:
Hardware was returned including the two broken screws. Fracture analysis were performed using a scanning electron microscope (sem). Examination of the fracture surface was consistent with a fatigue fracture and no material defects or abnormalities were observed. No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.